Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to erosion. No infection was observed. The patient had sufficient underlying rhythm and there were no complications. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.